Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin@home transmission. Upon review, the patient's pacemaker(pm) exhibited far r-wave over-sensing and mode switches, while the patient's right atrial(ra) lead exhibited sensing noise. Programming changes were made. Related manufacturer reference number: 2017865-2019-06439.